Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified unspecified vessel. The 7.0mm x 20mm x 135cm sterling balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with the original box. The batch number on the returned packaging and device matched the batch number for this complaint. There was contrast in the inflation lumen. Magnified inspection revealed an 8mm length of damage at the distal end of the balloon. The damage was consistent with lifted coating or balloon material. There were no tears or holes in the balloon to confirm the reported burst/rupture. Attempts to inflate the balloon with an inflation device filled with water were unsuccessful. Viewing the inflation lumen during attempted inflation confirmed the lumen was blocked by solidified contrast, preventing balloon inflation. The catheter was soaked in a warm water bath to loosen contrast in the inflation lumen. During an attempt to inflate the device to rated burst pressure the balloon burst at 12 atm. Magnified inspection revealed a 12mm longitudinal tear. The longitudinal tear was unrelated to the previously described damage as there was no change in the condition of the irregularity after the balloon burst. Inspection of the ro markers and the remainder of the device presented no other damage or irregularities. The reported balloon burst was not confirmed in the as-received condition. Review of the manufacturing records for this batch confirmed that the devices in this batch met all applicable specifications. (B)(4).

Event description:
It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. The device was completely removed from the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. The device was completely removed from the patient.